Event description:
It was reported that withdrawal difficulties occurred during a cryoplasty procedure. The ostial lesion was located in the non-calcified and non-tortuous superficial femoral artery. Access was obtained through the right brachial artery. The physician advanced the (B) (4) polarcath balloon to the lesion without any difficulties and successfully completed treatment. During removal the device kept getting hung up inside the sheath and stretched. The physician pulled several negatives to get the balloon to rewrap and then was able to remove the balloon. There were no patient complications.

Manufacturer narrative:
(B) (4).